Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that about a week ago the patient tried charging the ins but it would not connect (reposition antenna). The caller stated they also tried connecting with the programmer but that does not connect either. Caller stated they were feeling good so he they weren't using the stimulator as much but then he had a return of pain and wanted to use it and went to charge and couldn't. They thought the last time he charged the ins was about a month ago. Additional information was received. It was reported the patient's ins was dead and would not charge. The patient had an appointment in mid october to charge their battery charged and patient then said they needed to have their ins changed because it is damaged. The patient mentioned they had an appointment on (B)(6) 2020.